Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review or quality notification review could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd intima-ii IV catheter y-shaped interface of the indwelling needle came out and caused leakage of the contrast agent. The following information was provided by the initial reporter: during the CT-enhanced inspection, the y-shaped interface of the indwelling needle came out, causing leakage of the contrast agent. The inspection failed, and a set of high-pressure syringes, several bottles of contrast agent and other consumables were wasted. The patient had no discomfort.